Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 27mm mitral bioprosthetic valve implanted for seven (7) years, seven (7) months, is being evaluated for transcatheter valve-in-valve intervention due to mitral stenosis. No additional information was provided.

Manufacturer narrative:
Submitted supplemental to include additional information received through follow-up.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient will not be treated at this time and will continue to follow-up with the hospital.

Manufacturer narrative:
Additional manufacturer narrative: based on the information received patient factors likely contributed to the event.

Event description:
The patient did well for approximately three months after implant with an ejection fraction of 40-50%. Within six months she began to feel poorly and her ef was down to approximately 35%. Recent echo shows her aortic prosthetic valve seems to be functioning adequately but her mitral valve has a gradient at rest of 8 mmhg at 56 bpm and 16mmhg at 95 bpm. This progressed over the next year to 20-25% ef. No additional information was provided. Patient is still being considered for valve-in-valve intervention.